Manufacturer narrative:
The pump has not been returned to animas for evaluation. The patient has continued to use the pump with no reported subsequent events. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 (B)(6) 2011 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: a reviewed of the pump total daily dose history from (B)(6) 2011 to end of pump use on (B)(6) 2011 confirmed that the daily insulin delivery totals correctly reflect the users programmed basal rates. No alarms or pump conditions indicating a malfunction were recorded in black box or alarm history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications.

Event description:
The patient reported elevated blood glucose for four or five days accompanied by a tingling or burning sensation in the lower legs and feet. The patient stated that this condition is a symptom of hyperglycemia for him. He denied additional symptoms of hyperglycemia; he did not test for the presence of ketones. The patient reported that the elevations occurred often approximately two hours after his mid day meals and after delivery of insulin correction via the pump. The patient noted that after an elevated blood glucose on (B)(6) 2011 of 432mg/dl, he changed the cartridge and infusion set; his blood glucose several hours later was 104 mg/dl, but again two hours after lunch, his blood glucose was 250 mg/dl. He denied evidence of insulin leakage or air in the cartridge or tubing. He said that he changes the cartridge and infusion set every two to three days as instructed. He rotates the infusion sites appropriately. The patient denied scar tissue but admitted that he was using some new sites that he has never used previously used including the tops of his thighs and his buttocks. He reviewed the pump and noted no alarms from the pump. The patient stated that the time and date are correctly set. He said that all pump settings and histories are correct and accurate. Customer support spoke with the patient the following day and he stated that his blood glucose responded to target after he adjusted some pump settings and changed his infusion set. The complaint is being reported because the patient required changes to the pump settings and used an untested site for infusion both of which are attributable to user error.